Event description:
Information was received indicating that a no cassette alarm was noted with a smiths medical cadd pump. It was also reported that it was impossible to switch off the pump, so the patient had to return to the hospital. No adverse effects were reported.